Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager on the refrigerator was loose and not properly aligned. The remote manager failed during use and required recovery with each vend due to the misalignment. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.